Manufacturer narrative:
According to additional information the observed increase in shock impedance is related to the right ventricular lead and not to the implantable cardioverter defibrillator as initially reported, as the increase has been steady over time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator showed a red call doctor icon (rcd) and a yellow sending wave (ysw) for right ventricular (rv) lead, high, out of range shock impedance values that had been steadily increasing. A boston scientific company representative assisted patient in rebooting the communicator and performed the patient initiated interrogation (pii). The patient was referred to clinic regarding the rcd. No adverse patient effects were reported. The ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the communicator showed a red call doctor icon (rcd) and a yellow sending wave (ysw) for this implantable cardioverter defibrillator (ICD). A boston scientific company representative assisted patient in rebooting the communicator and performed the patient initiated interrogation (pii). The patient was referred to clinic regarding the rcd. No adverse patient effects were reported. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator showed a red call doctor icon (rcd) and a yellow sending wave (ysw) for this implantable cardioverter defibrillator (ICD). A boston scientific company representative assisted patient in rebooting the communicator and performed the patient initiated interrogation (pii). The patient was referred to clinic regarding the rcd. No adverse patient effects were reported. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.